Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two weeks prior to 11aug2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7086086.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of therapy to her left leg and low back, and instead experienced stimulation in her abdomen following a non-device related fall. X-ray imaging taken in the field confirmed the lead had migrated. Attempts to reprogram the device were unsuccessful. The patient underwent a revision procedure wherein her leads were replaced and did well postoperatively. The devices were discarded by the facility, as such physical analysis could not be conducted in our laboratory.